Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that a power on reset (por) was reported. The patient has not been able to communicate with the battery since november. The rep met with the patient for reprogramming, but the clinician programmer, patient programmer, and recharger would not find the ins. The rep used the antenna locate feature to find optimal placement. The battery began to recharge normally, but flashed a por screen. The rep was going to continue to charge and then cleared the por with the clinician programmer. The rep reported a por code of 0x3208 upon interrogation. A data file was created and was going to be sent when available. No symptoms or further complications were reported.